Manufacturer narrative:
(B)(4). The device has been requested but not received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
During the avr, the customer found blood was oozing out of the dialysis lock valve. The leakage was not observed during priming. Since the blood leakage was very little & slow, and there was no problem on the flow, oxygen adding ability, and heat exchange, etc., the customer continued to use the same device till the end of the procedure. No adverse effect on the patient. It occurred during patient use.

Manufacturer narrative:
(B)(4). The product was investigated further in the manufacturer's laboratory. The dialysis lock and valve was sawed out. By microscopic inspection a leakage between the o-ring and the locking pin could be observed. Thereupon the dialysis lock was opened and methylene blue was applied from the inner side onto the o-ring; the humidity was leaking into the space between the inner o-ring and the locking pin. Afterwards the dialysis lock was disassembled. A lateral offset was detected at the filter cover housing wherein the locking pin with it's o-ring was sitting. At the o-ring itself also a pressure mark caused by the offset was detected. The most probable cause of the reported failure is the detected offset which caused an leakiness of the o-ring. Mcp decided to initiate a CAPA (corrective and preventive action) process in order to determine the root cause and initiate further steps. All further steps will be performed out of the CAPA (B)(4) process.

Event description:
Ref.: (B)(4).

Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. During visual inspection no clots were detected at the blood inlet and blood outlet connector. The dia connector was found to be clotted. It was cleaned with natriumhypochlorid. A tightness was performed and hereby a slightly leakage could be confirmed. There is a humidity detected on the spring. No other abnormalities were found. Thus the reported failure could be confirmed. The most probable root cause of the failure is unknown. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time.

Event description:
(B)(4).